Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient¿s spouse as support link changed sides with the patient from left to right that the stimulation was ¿maxed out.¿ they started on the right side and had it up to 9.5 and no stimulation was felt. They switched to the left side and set the stimulation at 5.1 and the spouse said they thought the patient was feeling stimulation. Support link advised the caller to contact the patient¿s health care professional (hcp). On (B)(6) 2020 it was reported that overnight the night before the call the patient had 2 very heavy leaks. It was also reported that the patient had the urge to void twice and they were unable to pass any urine. The patient had been unable to have a bowel movement and they were only able to pass gas. It was reported that the patient has not felt their stimulation at any time since the beginning of their procedure. On (B)(6) 2020, it was reported that the patient had not experienced any urgency in the past 24 hours and they had 4 very heavy leaks because of this. No further complications were reported at this time.